Manufacturer narrative:
It was incorrectly reported that the unit involved in this complaint was a model 6500000000, serial number (B)(4). The correct unit is a model 6390000000, serial number unknown.

Event description:
It was reported via repair work order that the foot end of the cot will not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end of the power load will not lock in place at the foot end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.